Manufacturer narrative:
Concomitant product(s): product ID: sedr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated atrial lead undersensing during atrial lead arrhythmia episodes. In addition, the implantable pulse generator (ipg) was not mode switching during the episodes. The atrial lead and ipg remain in use. No patient complications have been reported as a result of this event.